Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated that their implant has turned off a few times and they didn't notice it until they were in pain. No further complications were reported. No additional patient symptoms were reported.